Event description:
Devices continued to clog during use requiring us to open additional items to complete the procedure. Dates of use: (B)(6) 2018. Diagnosis or reason for use: shoulder arthroscopy for tissue ablation. Same patient, should arthroscopy used for tissue ablation. Event abated after use stopped or dose reduced: yes.